Manufacturer narrative:
Due to an additional information provided on 27dec2023, this supplemental report will be submitted. The field b5 (describe event or problem) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use. During the procedure, the physician got access on the patient. While putting up the versacross rf wire and the connect system, it was not possible to advance the wire. It was noted on contrast imaging that the femoral vein appeared to have little leaks. The physician suspected that the was sheath scratched the femoral vein during insertion and/or advancement. The physician left the was sheath in placed and accessed the opposite side of the patient to place a stent on the femoral vein leaks. The was removed, and a non-bsc introducer sheath was advanced along with a new was. The patient remained stable, and the procedure was completed successfully. The device is not expected to be returned for analysis. The patient was admitted to hospital beyond standard of care. It was further reported that in the physician's opinion, the versacross dilator and the versacross rf wire did not contribute to the scratch in the femoral vein. It was confirmed the product used (versacross connect). No noticeable damage to the catheter or sheath that could have caused or contributed. It was tried to use straight mechanical guidewire and also had difficulty. A difficult vein anatomy was noted during the case. The patient was discharged. Case was completed successfully. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use. During the procedure, the physician got access on the patient. While putting up the versacross rf wire and the connect system, it was not possible to advance the wire. It was noted on contrast imaging that the femoral vein appeared to have little leaks. The physician suspected that the was sheath scratched the femoral vein during insertion and/or advancement. The physician left the was sheath in placed and accessed the opposite side of the patient to place a stent on the femoral vein leaks. The was removed, and a non-bsc introducer sheath was advanced along with a new was. The patient remained stable, and the procedure was completed successfully. The device is not expected to be returned for analysis. The patient was admitted to hospital beyond standard of care.